Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2021-01260. Reference MFR. Report#: 3006705815-2021-01261.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2021-01260. Reference MFR. Report#: 3006705815-2021-01261. It was reported the patient stopped recharging their ipg over an extended period of time due to receiving ineffective therapy. In turn, the patient's ipg became inoperable. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg was explanted and replaced (with a different model) and their leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the patient's issue.